Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, pump will not run. Reporter stated the pump stopped beeping, the line was clamped, the cassette was removed and tubing massaged. Reporter indicated troubleshooting was unsuccessful. Reporter stated that no green tab was present. A continuous infusion rate of 2 ml/hour had been programmed, with a total reservoir volume of 34.7 ml and a given volume of 57.3 ml. The patient was not medically affected. The event occurred while in use with patient at the patient's home.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.